Manufacturer narrative:
The device has been returned and is currently under evaluation. Results will be submitted to the FDA in a follow-up report.

Event description:
It was reported that the haptic was broken when the lens was implanted in the patient's left eye. The incision was enlarged to remove the lens. Vitrectomy was performed then an anterior chamber lens was implanted. Incision was closed with sutures.

Manufacturer narrative:
The delivery device was returned to b+l for evaluation. The tip was bent. The original packaging was not returned. The lot number cannot be determined and was not provided; therefore a DHR review could not be performed. Based on the current information, the root cause of the event could not be conclusively determined. However user related factors and/or procedural factors might have contributed to the event.